Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The coaxial umbilical cable was reconnected which temporarily resolved the issue. After the vacuum was enabled, the system notice was received again, and blood was in the coaxial umbilical cable. The coaxial umbilical cable was immediately disconnected from the console. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 203cx; product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19555 was returned and analyzed. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon distal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment also showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 15 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Pressurizing of the outer balloon identified the outer balloon proximal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/liquid was observed inside the handle. In conclusion, the reported blood in the coaxial connector was confirmed through analysis and the balloon catheter failed the returned product inspection due to a bond detachment observed at outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.